Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, noise was observed on the atrial lead which is confirmed by stored egms. The patient did not experience any adverse consequences and will be continued to be monitored.